Event description:
The respiratory therapist reported that the ventilator had been put into standby mode to begin wean of patient. At the end of the 6 hour wean, rt was unable to take the ventilator out of the standby mode as the display was completely blank. The ptm monitor had a display showing standy - not ventilating, as appropriate. Without the ventilator display, they were unable to operate the ventilator to place it back into ventilation mode. No patient harm reported. The patient was placed on another ventilator.